Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damage. The hypotube was completely separated 25.7cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 02may2018. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was received with no reported issues. However, returned device analysis revealed hypotube break.